Manufacturer narrative:
(B)(4). Summary of investigational findings: no product is returned, no imaging is available, and it is not clarified exactly what kind of "wire" penetrated what kind of "shaft." However, without further information it is not possible to investigate the nature or root cause of the penetration. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. The instructions for use states that excessive force should not be used. It is noted that the event did not harm the patient and that the procedure was completed successfully. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: during an unknown procedure on a patient of unknown age and gender, the wire broke through the shaft prior to deployment. Wire and sheath were removed and the physician used another of the same device. No harm to the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.